Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, the patient underwent a total aortic arch replacement as a first stage to repair a thoracic aortic aneurysm. On (B)(6) 2009, the patient underwent an endovascular procedure using gore® tag® thoracic endoprosthesis as a second stage to repair the aneurysm. It was reported that the device was deployed within a vascular graft and a stent graft of another manufacturer. The patient tolerated the procedure. On (B)(6) 2009, post-operative follow-up image showed no adverse event. On (B)(6) 2009, the patient was discharged. On (B)(6) 2010, six month follow-up imaging showed no issues, with the aneurysm 36mm in diameter. On (B)(6) 2011, two year follow-up imaging showed no endoleak; however the aneurysm enlarged to 41mm. The cause of the aneurysm enlargement was reportedly unknown. The physician elected to monitor the patient. On (B)(6) 2012, three year follow-up imaging showed that the aneurysm shrunk to 40mm.

Manufacturer narrative:
(B)(4)